Event description:
When nurse flushed port a cath with saline, patient complained of burning sensation and nurse noted small pocket of fluid above port. Patient taken to interventional radiology the same day and underwent foreign body retrieval, surgical port removal and placement of a new port catheter. The interventional radiology report states the fluoroscopy demonstrates previous port dislocated from its catheter, with a loose intravascular catheter fragment. The port was surgically removed, and the catheter fragment retrieved from a femoral vein intravascular approach with snare.